Manufacturer narrative:
Date of event were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient's age, weight and explanted date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.